Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they think their implantable pulse generator (ipg) is not working as they "get tired when walking and can't walk more than a block". Patient also reported feeling "little pain around chest". The ipg remains in use.